Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula not properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to greater than 18 mmol/l (324 mg/dl) between 5 and 24 hours of wearing the pod. The patient¿s mother reported the pod was causing an elevation in their bg levels and was also causing discomfort at the pod site on their abdomen. Upon inspection through the viewing window, they noticed that the cannula was not properly inserted and was sticking out. The pod was removed, and a new pod was applied. The mother further reported the pod site was red and itchy.